Manufacturer narrative:
The ge representative conducted an onsite investigation. The power supply was adjusted, the lateral motion bearing was adjusted, and the table was calibrated. The system was tested an operates as intended.

Event description:
The customer reported that the lateral table motion on the 2800 system intermittently fails to respond. No patient injury was reported.